Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type recharger, product ID 3778-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead, product ID 3778-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead, product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient symptom associated with this event was pain at the device pocket. Additional information received reported the patient had her pocket revision on the afternoon of report. It was noted the patient and physician decided to move the neurostimulator pocket from the right side to the left side. It was logged that instead of buttock placement, the neurostimulator was implanted in the flank on the left. It was reported the patient did well and was receiving good therapy.

Event description:
It was reported that the patient experienced movement of the stimulator within the pocket. When the stimulator ¿tents¿ the skin, it caused discomfort. A pocket revision would be scheduled at some point in the future. The patient¿s status was alive with no injury. Additional information was requested, if received a follow up report will be sent.